Manufacturer narrative:
When the sample was inflated with 10ml of water as recommended by the specification, a leak in the balloon was observed. A root cause analysis indicated that this issue occurred as a result of low sdt of reinforcement latex which causes weak latex properties and bonding. Actions have been taken to address the reported condition. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured between september 27, 2021 and february 24, 2022. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the catheter which was used as a suprapubic tube fell out of the patient. The catheter had a leak in the balloon. There was no patient injury. Per additional information provided on march 07, 2023 the patient was an outpatient and the catheter was replaced without incident after it fell out.